Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24 2007. Evaluation summary:the device evaluation was completed and failure code 500:320:831:0000 confirmed in event history but could not be duplicated. Service tested the device. A review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility representative reported a pump with failure code 500:320:831:0000. Information was not provided regarding whether the event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.